Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to increased rv lead impedance and increased threshold to 1.7 at 0.75 ms. There were no adverse patient side effects reported.